Event description:
The customer reported that following a diagnostic catheterization procedure 5 days prior to event date, a vasoseal vhd was deployed. Three days prior to event date the patient was seen at the physician's office and was noted to be normal without evidence of infection. On the event date, the patient contacted the physician's office complaining of fever and some drainage from the site of catheterization. The patient was seen at the physician's office and was diagnosed with cellulitis. The patient was admitted to the hospital for further diagnosis and management. Wound cultures were positive for e-coli and the patient was treated with IV antibiotics. No further complications were reported.